Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. It was further reported that the right ventricular (rv) lead exhibited "no r-waves" and "no rv capture". The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.